Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was noted in the luer lock. Customer reported an elevated blood glucose level of 338 (mg/dl) and delivered a bolus. During troubleshooting with tandem technical support, customer was assisted with priming out the air bubble.